Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced red heart alarms and pump stoppages while connected to the power module. Speed and flows would go to "0" with manipulation of the percutaneous lead. The pt reported the covering of his percutaneous lead had pulled back from the metal plug that connects to the system controller and he could see wires. The pt was placed on battery power and all alarms stopped and did not occur again. The pt was hemodynamically stable. A percutaneous lead replacement was performed by the MFR.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.